Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/pt contacted lifescan (lfs) in early 2009 and alleged that a onetouch ultra2 meter was showing inaccurate high results. The medical affairs specialist (mas) spoke with the pt and verified the following info. In late 2008 at around dinnertime, the pt had tested her blood sugar and had received a higher than usual reading on the alleged meter. She was unable to recall the exact reading received. She mentioned about taking 8 units of novalog insulin based on the reading received that evening. She has also taken her usual dosage, 10 units of lantus insulin that night at around 10:00 pm. At around 11:30 pm, the pt felt "hot flashes, blurry vision and disoriented". The pt stated that these are normally low blood sugar symptoms for her. She tested her blood sugar on the alleged meter and received a result around 170 mg/dl. She immediately tested her blood sugar on another meter and reportedly received results of 82 mg/dl and 90 mg/dl. She are and drank something to treat her symptoms and felt better. The customer service agent (csa) verified that the pt was using correct technique to test and to clean the puncture area, she was reading the meter right side up, the sample was collected from an approved source, and the unit of measure was set correctly. Quality control testing was not performed, as the pt did not have correct control solution available. Replacement products were sent to the pt. This complaint is being reported, as the pt allegedly received higher readings than expected on the alleged meter and adjusted dosage of insulin based on that higher reading and later, provided medical intervention to herself to treat her symptoms. Diabetes care management: the pt normally tests her blood sugar 5 times daily. She takes novalog insulin three times daily with each meals based on her blood sugar reading. She also takes a set dosage, 10 units of lantus insulin every night at around 10:00 pm. She also takes glucophage 1000 mg and avandia 200 mg daily.